Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as patient did not wash their hands after using the washroom. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal ceftazidime (1g for 21 days; frequency not reported) for peritonitis. Dianeal therapy was ongoing. The patient was discharged from the hospital six days after event onset. Forty two days after event started, the patient recovered from peritonitis. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.